Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer is following up with the healthcare facility to retrieve further information on the event and the device involved. A follow up report will be submitted upon receipt of additional information.

Event description:
The manufacturer was informed of a patient¿s death occurred during a re-do avr surgery performed to explant a crown bioprosthesis size 25 due to an infection which could not be successfully treated with antibiotic therapy. Reportedly, patient had 3 positive blood cultures with streptococcus epidermidis. Date when infection was diagnosed is not known to the manufacturer at this time. As reported, the patient had no previous history of infective endocarditis. The crown prosthesis had been implanted on (B)(6) 2024 and an aortic patch had also been inserted for root widening at the time of initial implant, with a total bypass time of 243 mins. According to the information received, after the initial surgery the patient was readmitted to or for cardiac tamponade repair and ventricle pacing wire insertion. The crown valve was reported to be fully functional, with normal gradients and no regurgitation, after this second surgical procedure. Length of stay is not known to the manufacturer at this time. Based on the information received, at the time of re-do avr surgery the patient presented with a heart block on a background of severe aortic stenosis. As reported, after removal of the crown valve they saw that the infection had gone down the aortic root into the mitral valve. They were unable to clear the affected area and there was no space for another valve on the anulus. The procedure could not be completed successfully and it was reported that patient passed away during the surgery. As per medical judgment received, the patient had multiple predisposing conditions for infective endocarditis that put him at increased risk from post op permanent pacemaker insertion and pericardial tamponade requiring resternotomy.

Manufacturer narrative:
Corrected fields: h6 - medical device problem code has been corrected. Since the explanted prosthesis was not returned, the manufacturer could not perform further analyses on the device involved in the reported event. Despite a direct investigation on the explanted prosthesis could not be carried out, based on the information received by the healthcare facility, it was confirmed that the prosthesis was explanted due to infective endocarditis caused by streptococcus epidermidis, which is a gram-positive bacterium commonly found on human skin and mucous membranes. It should be noted that the patient was exposed to multiple predisposing conditions for infective endocarditis, specifically permanent pacemaker insertion and pericardial tamponade requiring re-sternotomy, as confirmed by the medical judgement received. In addition, also the extended surgical time reported at the time of crown valve implant could have played a role as an additional risk factor. Ultimately, it should be considered that endocarditis is listed among the adverse events potentially associated with the use of bioprosthetic heart valves and, as such, is a known inherent risk of the device.

Event description:
The manufacturer was informed of a patient¿s death occurred during a re-do avr surgery performed to explant a crown bioprosthesis size 25 due to an infection which could not be successfully treated with antibiotic therapy. Reportedly, patient had 3 positive blood cultures with streptococcus epidermidis. Date when infection was diagnosed is not known to the manufacturer. As reported, the patient had no previous history of infective endocarditis. The crown prosthesis had been implanted on (B)(6) 2024 and an aortic patch had also been inserted for root widening at the time of initial implant, with a total bypass time of 243 mins. According to the information received, after the initial surgery the patient was readmitted to or for cardiac tamponade repair and ventricle pacing wire insertion. The crown valve was reported to be fully functional, with normal gradients and no regurgitation, after this second surgical procedure. Length of stay is not known to the manufacturer. Based on the information received, at the time of re-do avr surgery the patient presented with a heart block on a background of severe aortic stenosis. As reported, after removal of the crown valve they saw that the infection had gone down the aortic root into the mitral valve. They were unable to clear the affected area and there was no space for another valve on the anulus. The procedure could not be completed successfully and it was reported that patient passed away during the surgery. As per medical judgment received, the patient had multiple predisposing conditions for infective endocarditis that put him at increased risk from post op permanent pacemaker insertion and pericardial tamponade requiring re-sternotomy. No further information has been disclosed to the manufacturer, including the results of autopsy and analyses performed on the explanted valve.